Manufacturer narrative:
(B)(4). Batch # unk. (B)(4) -maude report number. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the device/equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, "the er320 stapler did not work properly after the first clip was deployed. The next three clips were crisscrossed them selves." There were no patient consequences reported.